Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address infection. Doi: (B)(6) 2013 cup, head and liner (B)(6) 2008 stem and sleeve dor: (B)(6) 2013 update rec'd 01/22/2014 - medical records received. Revision operative notes confirm infection. It was noted that two screws were removed. They are now being reported. Revision operative notes also mention trochanter fractures upon removal and a fracture of the acetabulum. Due to the unknown date of the acetabulum fracture, the medwatch patient code has now been updated to reflect the fracture. Doi: (B)(6) 2013 (cup, head, liner, screws), doi: (B)(6) 2008 (stem, sleeve)- dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Update rec'd (B)(6) 2014: medical records received. Revision operative notes confirm infection. It was noted that two screws were removed. They are now being reported. Revision operative notes also mention trochanter fractures upon removal and a fracture of the acetabulum. Due to the unknown date of the acetabulum fracture, the medwatch patient code has now been updated to reflect the fracture. There is no new additional information that would affect the existing MDR decisions. The complaint was updated on: (B)(4) 2014.